Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had been experiencing low blood glucose levels in the 40 mg/dl range in the mornings for about a week. Her endocrinologist updated the basal rate settings and now her readings are high. She will be going to the doctor again and was fine with her numbers being higher for now. Customer declined transfer for assistance.